Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to sick for over a week on (B)(6) 2018 and also experienced high blood glucose. Customer¿s blood glucose was 500 mg/dl at the time of incident. The current blood glucose level was unknown but customer think it was 200 mg/dl. Customer treated with insulin pump and manual injection. Customer was wearing the insulin pump during hospitalization. Troubleshooting was performed for high blood glucose. The product will not return for analysis.